Event description:
The report received from the field indicated that while preparing for an interventional endovascular procedure, the physician noted that the pre-mounted palmaz long genesis stent mounted on a 135 cm. Opta pro 39 x 80 bil balloon catheter was loose. The product was opened in a sterile field. The product was not clinically used in the patient. No additional information was available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that while preparing for an interventional endovascular procedure, the physician noted that the pre-mounted palmaz long genesis stent mounted on a 135 cm. Opta pro 39 x 80 bil balloon catheter was loose. The product was opened in a sterile field. The product was not clinically used in the patient. No additional information is available. One non sterile long gen / pro 39 x 80 bil 135 catheter was received coiled inside a plastic bag. The stent was found in its original place between the marker bands, it appears as if an attempt to inflate the balloon was made since residues of inflation media were noted in the balloon. No damages were noted along the device during microscopic analysis crimping marks were observed between the marker bands. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ loose crimp was not confirmed since crimping marks were noted in the balloon. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. Based on the finding that residues of inflation media were noted in the returned balloon, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. However, with the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.